Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that 8 hi offset cemented stem rotation (pmma) beads falling out of stem, noticed before stem was implanted and tried putting back in but cement was already hard. Surgical delay 45 minutes.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the observation. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.